Manufacturer narrative:
The investigation for the aic purge disc/flag issues has been completed. The data logs were reviewed but did not contain any relevant data to the failure mode. The console was returned for evaluation. The purge disc retainer was confirmed to be broken. The cause of the issue was a broken purge disc retainer. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported that the aic had a broken purge clip. The hospital biomed department had the aic pulled from use and a backup controller was used for support. No harm or injury to the patient.